Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to reposition the leads, as the initial placement was too deep. This was confirmed by a computed tomography (CT) scan following stage 1 surgery. The patient experienced only moderate tremor benefit with the initial lead placement but was unable to increase stimulation due to persistent side effects, including pulling, ataxia and dysarthria. After the revision, the patient's programming was optimized, and they are now reporting improved tremor control with no side effects. The leads will not be returned to boston scientific for analysis, as they remain implanted.